Event description:
It was reported that upon interrogation, the patient began to feel symptomatic. A month prior the device had one month estimated remaining longevity. The patient had an escape rhythm of approximately 30 beats per minute (bpm). The pacemaker was in backup vvi and was not pacing, so it was replaced.

Manufacturer narrative:
No medwatch form was received.